Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspection; no issues detected. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument passed the clip test. No recognition issues were detected during the failure analysis. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, once the large hem-o-lok clip applier instrument had fired, the surgeon straightened the instrument ready to remove it. He gave the control to the assistant, and the instrument sprung open into a right angle. This issue occurred three times. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the unexpected motion did not occur when attempting to remove the clip applier out of port. The unexpected motion did not occur during clip closure. The clip had already been fired. There was no injury to the patient. The surgeon was able to manipulate the instrument out of the port.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis.